Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was leaking from the delta chamber prior to surgery. The shunt was never implanted and replaced. The patient¿s status was listed as alive ¿ no injury.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon testing. However, the valve did not meet the requirements for reflux, pressure-flow, and pre-implantation testing. There was debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve also did not meet the requirements for leak testing due to a tear in the top of the delta chamber and a tear in the top of the side of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. The peritoneal catheter was returned and was patent. However, the returned catheter did not meet the requirements for leak testing because it was returned in two pieces, one measuring 51 cm, and one measuring 66 cm, a total of 117 cm. It is unknown how or when this damage occurred. All of the edges were jagged. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.